Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Devices have not been received.

Event description:
It was reported that while the patient was at home sleeping, the patient's mother woke during the night to a battery disconnect alarm. The connections were checked and the ac power was connected to power source two without any issue. The battery that was supposed to be connected to power source 1 had spontaneously disconnected during night and the connector locking mechanism was found to be loose. The battery was reconnected during night and the patient was seen in clinic the next day for exchange of controller. The patient tolerated the controller exchange with no problems. The inr was reported as therapeutic, ldh 198.

Manufacturer narrative:
The reported loose component was confirmed on the returned controller. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device failed visual inspection due to a loose connector on power port 1 of the controller. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The tug test was performed several times to ensure that there were proper mating and lock actions when the power sources were connected to the controller. The result confirms that connection between the power sources and the controller are reliable at the bench test. The reported event of a loose locking mechanism could not be confirmed. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.